Event description:
Ous MDR. It was reported that the galeo hydro wire was brought into position during the operation, but that the ide lead could not be pushed over the wire. It was noted that the coating had become detached from the galeo. The new wire also did not fit through the lead. No worsening of the patient's state of health was reported.

Manufacturer narrative:
The returned guide wires underwent a technical analysis at the supplier, and the production documentation was reviewed to find out whether there might have been a deviation in the manufacturing process as cause. The visual analysis of the provided products confirmed a detachment of the ptfe coating from the wire body. Lab simulations have shown that storage conditions outside of the specified range (<40-c, dry storage) can lead to a weakening of the ptfe adhesion. In addition, all components, materials, subcomponent groups, and process steps were checked at the supplier. All work steps were processed in agreement with the released manufacturing processes. The check of the process documentation did not show any deviations. The abovementioned product met all requirements of the in-process and final testing. Based on these analyses, the supplier can assure that the products were manufactured and shipped according to specifications. The ultimate cause for the reported event could not be found.